Manufacturer narrative:
The device has been explanted and was returned to the MFR and will be investigated. When done, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the external coil would not stay on the patient's head. A stronger coil magnet did not solve the problem. It was reported that "wrong surgery" led to the problem. The patient was re-implanted in 2007. Med-el was not aware of the scheduled re-implantation before it took place.